Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the images were not displayed due to the damaged cable connector. Video communication could not be transmitted to the processor. At the time of shipment, there were no issues with the device. The damage of the cable connector was likely caused due to the handling method of the user. The instructions for use (IFU) provides the following guidelines: do not bend the video connector by hitting the electrical contacts or optical connections of the video connector. It may not be possible to connect to the camera control unit or it may cause a connection failure.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was no image to a bad cable connector. In addition, there were a couple of dead pixels and the pixel needed correction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was no image while using the 4k autoclavable camera head. The cable was damaged. No patient involvement reported.